Event description:
It was reported that this right ventricular (rv) lead has had high, out of range shock lead impedance (sli) measurements. The measurement was noted as being greater than 200 ohms. Previously the sli was 80 ohms. This spike indicates a lead issue. Defibrillation threshold (dft) test was performed and the arrhythmia was converted. However, the sli was greater than 125 ohms. The physician deemed this normal function and reprogrammed the sli alert trigger to 150 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.